Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, caller informed technical support engineer (tse) that they encountered repeated error 22028 on startup. The reporter caller they had power-cycled the system with no change. Tse walked the caller through a hard power cycle of the system and tried to manipulate universal surgical manipulator 4 (usm) with no change. The caller explained that they needed all 4 usms for this procedure. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to duplicate issue. Fse replaced universal surgical manipulator 4 (usm) based off log errors for 22028. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found that in artemis, the 22028 error was found associated with a 26015 error that pointed to the set up joint, confirming the fault occurred in the field but is not a fault with the usm. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, as error 22028 was confirmed and the replacement of the usm resolved the issue.